Manufacturer narrative:
This medwatch report is for the suspect device used in advantage system 2. (B)(4).

Event description:
Patient reported obtaining back-to-back blood glucose results of "hi"(> 600 mg/dl), 531 mg/dl, 224 mg/dl, 188 mg/dl, and 355 mg/dl on advantage system 1. Patient stated that he immediately retested blood glucose, on advantage system 2, and obtained a result of 242 mg/dl. Patient stated that he was not feeling well and sought treatment in the hospital emergency room 20 minutes later. Patient's blood glucose was reportedly tested, on a hospital device, with a result of 122 mg/dl. No treatment was received for blood glucose. Patient indicated that he was treated with phenergan, for vertigo, and was released 6 hours later. Quality control testing had not been performed on advantage system 1 or 2. Technical support requested the return of the suspect product and replacement product was shipped.